Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently experienced multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with 450 units of insulin, and after displaying an accurate initial fill estimate, regenerated to a fill estimate of 300 units and remained static. The customer experienced an unknown low blood glucose (bg) level. To address bg level, the customer received glucose tablets from emergency services. At the time of the reported event, as the issue was not occurring, the customer declined troubleshooting with tandem technical support.